Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer had already reset the pump, and after the reset, the cgm error code did not reappear. They successfully started their sensor session.